Event description:
It was reported to philips that the geometry movements were not functioning. The device was in clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the geometry control pc. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed as planned as there were two monitors. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse found that the power indicator on the monitor was off. The fse solved the issue by replacing the defective xtravision monitor. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.